Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. Upon reviewing the tip back plate, it was found detached. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: tip is in a used condition with the tip showing erosion over the surface. The cut return cap is fully detached. The cap was returned with the device. Glue remains on the device. Electrical testing not performed due to cap detachment. Functional testing not performed due to cap detachment. Inspection: the return cap has been included in the return. There is clear evidence of a good weld, as the portion of the return wire above the weld is still attached. There is no burn through, and the weld has occurred in the correct place as per drawing requirements. The return wire does not extend too far where it would cause interference. The ceramic, shows good evidence of sufficient glue, with nearly 100% coverage. As demonstrated by CAPA, full coverage of the ceramic by glue is not required to provide the same retention strength of the glue bond, therefore the gap visible in figure 2b is expected and typical of manufactured devices. With no obvious manufacturing defects, a more holistic examination of the device shows that the return cap is badly deformed. The small gap in the glue coverage seen in figure 2a corresponds to a small piece of glue retained by the return cap, as can be seen in the bottom right of figure la. This is made clearer when the two parts are joined, it appears that the corner with full glue has been heavily deformed, lifted and bent away from the ceramic, thus potentially causing the entire cap to detach. This returned device appears to show signs of heavy or prolonged use in addition to the mechanical damage. As can be seen in figure 4, there appears to be scorching of the return cap along the leading edge, which increases in size as you examine the area where the return cap peeled away from the ceramic ¿ potentially a sign of prolonged use causing the glue or metal to weaken, or a sign of activation while the return cap was peeled up from that corner but still attached. Conclusion: the returned device shows no evidence of a manufacturing defect, presenting with good glue coverage and a good weld. From the investigation, it appears that the return cap has been mechanically peeled away from the ceramic on the left side (where there is most glue coverage) as a consequence of extended activation or heavy use. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) e3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder scope procedure on (B)(6) 2024, it was observed that the hood on the vapr tripolar90 suction electrode device came off while operating the wand. There was no delay as they were able to pull it out. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.